Manufacturer narrative:
The returned device was evaluated and the tip was found to be deformed/twisted. This can be attributed to improper seating of the driver within the mating plug or higher forces exerted on the plug drivers than the plug driver materials could withstand, but the specific cause cannot be determined. A review of the manufacturing records did not identify any issues that would have contributed to this event. Reference report #: 3012447612-2019-00289.

Event description:
It was reported that two plug drivers were worn during surgery. However, device evaluation by zimmer biomet personnel found the tips to be twisted. There were no reported patient impacts. This is report one of two for this event.